Event description:
New information stated that the patient was doing well post operation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead guidewire exhibited difficulty being removed. The patient had tortuous anatomy and the guidewire was eventually pulled out after a lot of force was exerted. The lead was not implanted. No further information was available.